Manufacturer narrative:
B3: event date unknown. H3: device not received by manufacturer. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited a downstream occlusion (dso) sensor seal bubble. It is unknown if there was patient involvement, no adverse patient effects were reported.

Manufacturer narrative:
D9 date returned to manufacturer: 28-dec-2023. Device evaluation: one device was returned for analysis in used condition. Visual inspection showed the device had a bubbled downstream occlusion sensor seal. Functional testing confirmed the reported issue. The root cause was not identified during the investigation. The downstream occlusion sensor seal was replaced. Service history review identified the complaint was not related to a previous service of the device within the review period.